Event description:
The user reported that the arterial blood parameter probe failed the standard reference sensor test. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.